Event description:
It was reported that the buttons on the insulin pump were unresponsive. There was also moisture observed beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display board.